Manufacturer narrative:
This initial emdr is being submitted to FDA for an event that occurred in the USA. Haptic damage is indicated as a potential malfunction related to the iol, as stated under the warnings section of the product's instructions for use (IFU). B1pc: pkg-19-388 01 i51-09-153.02_b1py, b1pc regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in USA damaged haptic after implantation problem code: a0414, material split cut or torn trailing; dr implanted lens trail haptic broken noticed during surgery lens had to be explanted and replaced with a sulcus lens jj za9003 patient health not impacted; no permanent or negative impact on patient health expected explantation date: (B)(6) 2023.

Manufacturer narrative:
This follow-up report #1 emdr is being submitted to FDA for a reportable event that occurred inside the USA. The report includes additional information not available/included in the initial report. Additional information: g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for additional information. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: b1pc). We also confirmed there were no abnormalities on the loop pull strength test record of the material lot. (Sovd-g115-09) from our investigation, we couldn't confirm the reported event. The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. CAPA-23-0017 has been initiated for damaged haptics complaints.

Event description:
Event occurred in USA. Damaged haptic after implantation. Problem code: a0414, material split cut or torn. Trailing; dr. Implanted lens trail haptic broken noticed during surgery. Lens had to be explanted and replaced with a sulcus lens jj za9003. Patient health not impacted; no permanent or negative impact on patient health expected explantation date: (B)(6) 2023.